Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to an independent repair center for evaluation. The result of the evaluation was that the pilot valve was leaking causing the unit to alarm. However, the initial o2 reading was recorded at 77%, at which point the yellow light would illuminate, not the red. So the original complaint issue of the red light not illuminating was not confirmed as a malfunction.

Event description:
Dealer advised unit alarming with no red light with 1731 hours. Per the independent repair center, the reason for repair is unit alarming. The key failure is the pilot valve is leaking.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised unit alarming with no red light with 1731 hours.